Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a out of the box failure and she just got a replacement insulin pump, worried that the one she got may be damaged. The customer's blood glucose level was 155 mg/dl. The customer was offered to troubleshoot the insulin pump to make sure it is working correctly or it can have it replaced. The customer requested it to replace the insulin pump. The customer was advised that we will replaced it.